Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 82% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. It appears to have displaced slightly proximally. Proximal stent wraps are positioned over the proximal markerband. Deformation was evident from the 11th to 15th distal stent wraps with struts raised and stretched. Misalignment was evident to the 2nd, 3rd, and 4th distal stent wraps, as well as the 16th to 19th distal stent wraps. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. Deformation was evident to the distal shaft with the inner member appearing pinched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the nature of stent deformation. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.